Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
The patient line became separated from the cartridge. Customer's blood glucose level was 71 mg/dl. The customer changed cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.